Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. The customer has not requested getinge to evaluate the iabp in connection with this event. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that they reviewed the logs and found the catheter had become disconnected. The iabp was tested with a simulator and ran for 48 hours without issue. The iabp was then returned to clinical use.

Event description:
It was reported that during use on a patient, a loud constant alarm was heard from the cardiosave intra-aortic balloon pump (iabp). When the customer was assessing the iabp, all waveforms were flat line, all numbers were at zero, and the iabp was alarming "internal malfunction". When the customer was troubleshooting the iabp, the recommendation from the iabp was to turn the device off for ten seconds and to turn it back on. When this was attempted, the iabp did not turn back on. Patient was quickly transferred over to a new iabp instead. No patient harm, serious injury or adverse event was reported.